Event description:
Customer reported that while the device was used on pt, it gave "wrong energy delivered" message. When pt received shock, him/her did not move or jump. Reporter was unable to provide further specifics. Although, it was verified that there was no adverse effect to patient. Further testing by the facility biomedical technician found that the device energy output was out of range.

Manufacturer narrative:
Physio-control evaluated the device, and observed proper operation through functional and performance testing. Physio could not replicate the reported problem during the patient event or the report of out of tolerance energy levels. Information regarding lack of skeletal muscle reaction to defibrillation was reviewed with the customer. The device was returned to the customer for use.